Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 11.7-13.4cm from the distal tip, consistent with lead friction to another device or patient anatomy, and at 39.2-39.6cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion was noted at 31.1-32.0cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 17.0-17.2cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observations of noise and oversensing.

Event description:
It is reported that the patient presented in the operating room for device change out due to normal eri, and externalized conductors were observed. Lead will be monitored. The patient was fine after the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that via remote transmission, non-sustained rv oversensing due to lead noise was observed. Programming changes were recommended. Patient will be closely monitored with routine follow-up.

Event description:
New information received notes both the right ventricular and right atrial leads were explanted due to noise. There were no complications and patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.